Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called via phone power loss alarm occurs in insulin pump. When attempting to check the insulin pump customer was unable to power on due to damage. Customer was troubleshooting on power loss alarm and unable to check alarm history due to damage on pump. The insulin pump will not returned for analysis.